Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Type ii endoleaks are defined as retrograde flow through patent collateral vessels into the perigraft spaces (i.e., aneurysmal sac), which have been excluded by thoracic or abdominal endograft placement. It has been determined that type ii endoleaks are not directly related to the design of the device.

Event description:
On (B)(6), 2007, the pt was treated for an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis. Approximately one week before (B)(6), 2011, a persistent type ii endoleak was discovered. On (B)(6), 2011, the pt underwent an embolization procedure to treat the type ii endoleak. A gore iliac extender component was implanted to treat the intervention site. The pt tolerated the procedure.